Event description:
It was reported that following high voltage therapy the lead exhibited noise problems. A lead integrity test was attempted, but that resulted in a "possible circuit damage" message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.